Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 390 mg/dl. The customer¿s blood glucose was 550 mg/dl at the time of incident and current blood glucose is 268 mg/dl. Customer alleging possible insulin pump under delivery. The customer had perform the high pressure test and customer was able to passed the test. The customer also state that drive support cap appears normal. The customer state that one air bubbles were present along the tubing length. The customer did not provide details regarding symptoms high blood glucose. The customer was treated with manual injection. The insulin pump will not be returned for analysis.